Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call to have received a button error alarm and believes it may have been caused by laying down on pump. Customer also reported that buttons were not responding. Customer's blood glucose was 47 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.